Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hiv combi pt assay on the cobas 8000 core unit. Initial testing on (B)(6) 2020 using the hiv combi pt assay on a cobas e 602 analyzer yielded a reactive result of 162.5 coi. A re-run on the same analyzer produced a reactive result of 190.7 coi. Subsequent testing on a different cobas e 602 analyzer yielded a reactive result of 196.9 coi. Testing of the same sample with the elecsys hiv duo assay on a cobas e 801 analyzer produced a non-reactive result of 0.754 coi, with subresults of 0.0761 coi for anti-hiv (ahiv) and 0.760 coi for hiv antigen (hivag). Additional testing with the sysmex hiv assay yielded a non-reactive result. Polymerase chain reaction (pcr) testing conducted on (B)(6) 2020 was negative.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of the patient sample for further analysis. A review of calibration data confirmed that all calibration signals were within expected ranges. Based on the available information, the discrepant results are likely attributable to a false reactive result with the elecsys hiv combi pt assay. False reactive results may occur with this assay, as its specificity is less than 100%, as stated in the product's method sheet. A definitive root cause for the reported event could not be determined. The device remains in operation at the customer site.